Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for high svc (superior vena cava) impedance, however the implanted right ventricular (rv) lead does not have an svc coil. The ICD remains in use. Additionally, it was reported that the atrial lead appears to be having some oversensing, possibly due to how it was implanted. The atrial lead also remains in use. No patient complications have been reported as a result of this event.